Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with 27mm 7300tfx valve implanted in the mitral position for six (6) years, six months was explanted due to severely calcific mitral stenosis. The device was replaced with a 27mm 11400m mitral valve. Per medical records, the patient underwent a redo mvr, the valve was analyzed, and dysfunction was identified as severe calcification. The valve was removed completely preserving the old posterior leaflet. A 27mm 11400m was implanted in replacement, saline float test showed excellent coaptation and excellent results. The patient was transferred to the ICU in stable condition having tolerated the procedure well. There were no complications. Pathology report noted calcified prosthetic leaflets.

Manufacturer narrative:
Corrected g3. Correction MDR to correct g3- aware date for the follow up MDR # 1.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 7300tfx 27mm implanted in mitral position, is being considered for a valve-in-valve procedure, after an implant duration of 6 years and 6 months due to unknown reasons.